Event description:
This report is being filed as endocarditis has been associated with the mitraclip procedure and implanted clip. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and due to the degenerative mitral regurgitation (mr), three mitraclips were implanted. The mr grade was reduced from 4 to 2. The procedure was performed successfully with a very good outcome; there was no reported breach in sterility during the implantation of the clip. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient was hospitalized with a fever. Echocardiography revealed the cause of fever to be endocarditis in the subvalvular apparatus of the mitral valve. The patient was treated with antibiotics. The patient does not have a history of an immune deficiency or a prior history of endocarditis. The clips and the overall mitraclip procedure were suspected to be the source of the endocarditis. Upon hospital discharge on (B)(6) 2014, the endocarditis had resolved and antibiotics were not continued. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip cds02st ((B)(4)), cds02st ((B)(4)), mitraclip steerable guide catheter sgc01st ((B)(4)). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of endocarditis and fever, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.